Manufacturer narrative:
Diagnostic/functional testing was performed. During testing the reported issue could be replicated. The device was noted to be producing a noninvasive blood pressure (nbp) equipment malfunction inop. It was determined that the nbp pump needed to be replaced. The nbp pump was replaced to resolve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required reporting institution phone # (B)(6), reporter phone # (B)(6).

Event description:
It was reported that the device was providing an inaccurate noninvasive blood pressure (nbp) measurement. The device was in use on a patient at the time of the event. There was no adverse event reported.